Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) results on multiple assays on 2 patients. The results provided were: pt#1 creatinine = 1.853mg/dl / different analyzer =3.76; chloride = 66.7mmol/l / 93; pt#2 calcium = 4.23mg/dl / 8.5; co2 = 9.8mmol/l / 31. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The abbott field service representative (fsr) observed on (B)(6) 2018 that the cuvette washer manifold tubing was kinked and causing back pressure. The manifold tubing (tbg, acd2 nc vlv to manifold (rohs) part number 7-205568-01 and tbg, alk2 nc vlv to manifold (rohs)t, part number 7-205569-01) were realigned to correct the kink(s). The fsr performed instrument verification testing with good results. There have been no additional reports of discrepant results generated on the architect c401974. A review of clinical chemistry systems was performed and no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results) were identified. A review of historical data for the manifold tubing parts revealed no trends. The architect system operations manual and the architect c4000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including the troubleshooting performed by the fsr (reseating/realigning the cuvette washer manifold tubing) which are critical for proper cuvette washing. Based on the investigation no product deficiency was identified for the manifold tubing (parts 7-205568-01 and 7-205569-01) or the architect c4000, serial number (B)(4).